Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from hip failure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 10/27/2014- pfs and medical records received. Pfs alleges fracture, increased metal ions, pain, and discomfort. This complaint is for the left hip. The patient sustained a fracture femur on (B)(6) 2011, which was reported in (B)(4). After review of the medical records for MDR reportability, the patient was revised again on (B)(6) 2014 for a loose cup, leg length discrepancy, and pain. The lab results from (B)(6) 2014 confirm high metal ions. The stem has already been reported on (B)(4). While removing the loose cup, it was discovered that one of the two screws was broken. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.